Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, ccc informed the customer that the cause of the discordant result could be sample related. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low phenobarbital result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low phenobarbital result was obtained on an infant patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated two times on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low phenobarbital result.